Event description:
Boston scientific crm received information that this device was explanted having declared end of life (eol). There were no adverse patient effects reported.

Manufacturer narrative:
The device was returned for analysis. Preliminary analysis identified that this device did not meet expected longevity per programmed parameters. Detailed analysis is ongoing.